Event description:
The customer observed false reactive architect hbsag qualitative ii results and a false positive architect hbsag qualitative ii confirmatory result for one sample. The following data was provided: sid: (B)(6). Hbsag qualitative ii: (B)(6) 2025 initial results = 1.29 s/co (reactive), repeats = 1.30 s/co and 1.38 s/co (reactive), hbsag qualitative ii confirmatory: (B)(6) 2025 initial result = 98.6% (confirmed), repeat = -1.3% (not confirmed). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54, with 510k/PMA/bla number p110029.

Manufacturer narrative:
Return testing was not completed as returns were not available. Review of tracking and trending for the architect hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70135fz00. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 70135fz00 and the complaint issue. Clinical specificity testing was performed using an in-house retained kit of lot 70135fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect hbsag qualitative ii confirmatory reagent lot 70135fz00 was identified.

Event description:
The customer observed false reactive architect hbsag qualitative ii results and a false positive architect hbsag qualitative ii confirmatory result for one sample. The following data was provided: sid (B)(6): hbsag qualitative ii: (B)(6) 2025 initial results = 1.29 s/co (reactive), repeats = 1.30 s/co and 1.38 s/co (reactive). Hbsag qualitative ii confirmatory: (B)(6) 2025 initial result = 98.6% (confirmed), repeat = -1.3% (not confirmed). No impact to patient management was reported.